Event description:
It was reported that during the implant procedure the left ventricular (lv) lead could not reach the target position. The lv lead was removed and exchanged for another left ventricular (lv) lead. After the second left ventricular (lv) lead was implanted the lead exhibited high thresholds and diaphragm stimulation. The second left ventricular (lv) lead was explanted and replaced with another left ventricular (lv) lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. (B)(4).